Event description:
It was reported to philips that following a software update, the etco2 for the device would no longer power on. There was no reported patient involvement or adverse patient/user impact as a result of the alleged failure.